Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 420mg/dl and insulin pump alarmed for insulin power error. Customer mentioned that internal power source in the pump is unable to charge. Customer states that troubleshoot and insulin pump alarmed again. Customer advised to refer to back up plan. Insulin pump will be return for analysis.